Event description:
Pt reported experiencing withdrawal symptoms which affected his diabetes due to inability to hear both the low reservoir alarm and the low battery alarm on the infusion pump. Pt has heard low reservoir alarm in the past. Extent of the pt's withdrawal symptoms is not known. Pt also expressed inadequate pain relief from the infusion therapy. Pt was urged to follow-up with health care provider whenever his symptoms change as a precaution.MFR was unable to follow-up with health care provider for further info as he is not registered with the MFR as a pump infusion care provider.